Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture, impedance increase and sensing issue. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture, impedance increase and sensing issue. It was later reported that the rv lead also had noise, high impedance and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were ventricular short interval counts equal to 58.7 counts on average per day, in 7.24 days, between (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum right ventricular pace equal to 1440 to 2752 ohms range between (B)(6) 2012.